Event description:
An aq2010v model lens tore in the chamber while being inserted. The lens was only partially implanted and removed with no patient injury. The lot number and model of the injector and cartridge are unknown.

Manufacturer narrative:
Investigation is ongoing.